Event description:
Pt underwent an aorto-bifemoral bypass graft replacement in 2009. It was reported a blood leakage evidenced through the graft during the surgery during tunnelisation. Procedure was completed without any reported specific treatment to stop the bleeding. Post-operative drainage was performed and it was reported that significant quantity of blood was collected. Twelve hrs post surgery, pt underwent a new procedure and a thrombosis in the right branch of the graft was evidenced. A thrombectomy was performed to remove the thrombus. Graft remained however implanted. Pt was reported to be fine.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility # has been assigned to this report. Method: it was not possible to analyze the non-implanted portions of the graft since there were blood contaminated and improperly preserved to undergo any performance test. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Seven products coated on the same day than the complaint device underwent water permeability testing. Tests results indicated values were well within product specifications. One product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. Conclusions: no conclusion can be drawn. However, the testing performed on similar products would tend to indicate that the device was not defective.